Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that image acquisition system (ias) batteries were not charging. The representative replaced all 30 batteries, charger enclosure, power conversion enclosure and the issue was resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside a case, the imaging system image acquisition system (ias) computer would not power on. It was reported that the ias shows red lights for the battery indicators. The imaging system has been reported plugged into the wall with this issue for approximately 4 hours. There was no patient present at the time of the issue. No further details regarding this issue were provided.